Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer stated that it was buzzing and kept on giving them an unexpected restart alarm. The call¿s connection was bad and it was dropped. A follow up call to troubleshoot the issue was attempted but had went to voicemail. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.